Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had to program the pump to set up the reservoir and everything froze and turned off. Customer stated that it does not want to come back on. Customer was attempting to set up the reservoir when they received the blank display. Customer stated that she does not recall the pump being dropped or bumped. Customer inserted a new battery and stated that the display returned. Customer stated that the pump turned back on. Customer's blood glucose was over 400 mg/dl. Customer has not treated but the doctor said that he would give her a back-up like injections. Customer was advised to monitor the pump. Customer will be shipped a replacement battery cap. Customer declined troubleshooting for the unexpected restart alarm and high blood glucose level.